Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn : m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 19568422.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure and was doing well postoperatively. The lead was remain implanted.